Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, anemia was noted (8.0 hgb). Two units of packed red blood cells (prbcs) were transfused over the course of two days, resolving the anemia. Two days post-implant, complete heart block was noted via telemetry. This was resolved with the implant of a permanent pacemaker. No other adverse patient effects were reported.

Manufacturer narrative:
Conclusion: conduction disturbances are a potential procedural complication per the corevalve IFU and are associated with any cardiac or thoracic procedure, open or catheter-based, and can be resolved with medical treatment or the implant of a permanent pacemaker. The device remains implanted. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Anemia, often caused by bleeding, is a known potential adverse effect that can occur during the implant procedure, with a varying risk that is dependent on several factors such as the access point for the implant, the patient's state of health, and pre-existing medical conditions. The issue is commonly resolved through a blood transfusion. No other adverse effects were reported.

Manufacturer narrative:
The product remains implanted and will not be returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).